Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Log analysis did not show any uioverload or cfb error. The root cause was determined due to a known non-reproducible bug in wpf input subsystem, .net or windows related. The proposed bugfixes found online didn't solve the problem. This is not critical as the issue can only appear during start up. It was then confirmed that nothing was plugged into the usb ports at the time of event. Informed customer that the vent can go back into service.

Event description:
It was reported to vyaire medical that the bellavista ventilator has decommission screen. The customer confirmed that there was no patient involvement associated with the reported event. The respiratory therapist was preparing the unit for patient use and when the unit was turned on the error message appeared stating that the bellavista detected a user interface issue.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.